Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower device was completely malfunctioned, when inspected and restarted they were unable to recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the broken pyxis. A field service engineer (fse) found that the pyxis cable was damaged, which caused the drawer 5 controller card and the pyxis controller card to become damaged as well. The pyxis cable was replaced, the drawer controller card was replaced, and the drawer module controller card was also replaced. Storage space was recovered and tested by the customer. The system functioned as intended after the field service engineer repaired the device.